Manufacturer narrative:
Analysis of the returned instrument confirmed that the set screw hex was damaged. There was no report that material was left in the pt. The exact cause of the stripped set screw could not be determined or replicated. Internal corrective action investigation is examining further, but no determinations have been made. This is the final report that will be submitted associated with this incident and device unless add'l info becomes available that would affect the content of this report.

Event description:
It was reported that during surgery, the set screw was stripped. Another device was used to complete the procedure. There was no significant delay to the case or pt impact. However, device analysis indicates the set screw hex was stripped and material was missing from the set screw.